Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that tylenol dose hung on secondary tubing with ns primary, and green clamps had to be used to keep pump pulling tylenol from bottle even with vent open could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11448964 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that sec set no ports w/hanger dehp free was occluded. The following information was provided by the initial reporter: material no.: 11448964; lot no.: unknown. Verbatim: IV tylenol dose hung on secondary tubing with ns primary. Vent opened. Watched for dripping from tylenol before leaving bedside. Set up to run over 20 minutes with 25 ml ns flush to follow. Came back to bedside and tylenol still in bottle when pump completed. Had to use green clamps to clamp primary tubing to keep pump pulling tylenol from bottle even with vent open.